Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2017-apr-06 regarding the patient's implanted infusion pump containing unknown baclofen (25mcg/ml at 8.489mcg/day) and morphine (higher than 5mg/ml at 1.6979mg/day). The indication for use was non-malignant pain. It was reported that the patient's pump alarmed twice starting on (B)(6) 2017, and the alarm was a single beep consistent with pump alarms. The patient recently changed doctors because her pain management was "getting too big," but was considering switching back because the current healthcare provider (hcp) would not have the patient's pump medication for a week. The patient was reportedly due for a refill, had contacted her hcp, and was waiting for a response. The patient was unsure of how many days she had until the pump was empty, and the hcp reportedly would not provide that information to the patient. The patient had oral baclofen and morphine pills to take, but was worried about the pump going empty and failing. The patient asked about getting a ptm, which she was supposed to have gotten in the past, but never received. The patient was redirected to the hcp to discuss the refill, the ptm, and possibly keeping the pump filled with saline while waiting for medication to be available. No patient symptoms were reported, and no further complications were reported or anticipated. Additional information was received from the consumer on 2017-apr-10. It was reported that the patient went to the emergency room (ER) on (B)(6) 2017 because the pump was critically alarming with two beeps. The patient spoke with several hcps and was told she would get in on tuesday, but the manager told the patient that they forgot to order the medication and it would not be in until thursday. The patient reported yelling back and forth with the hcp and was told she would no longer be with them. The patient did not know if she was dismissed. Additional information was received from a manufacturer representative, stating that the patient had issues with all of her hcps. It was reported that the hcp did have medication for the patient, the patient just needed to pay the copay. Several hcp options were given to the patient including a new hcp, a referral from the patient's current primary care physician, and trying to contact the patient's current managing hcp again with a copay. The possibility of filling the pump with saline or medication was discussed. Additional information was received from the consumer on 2017-apr-12; document contains no new information. Additional information was received from the consumer on 2017-apr-12. It was reported that the device was empty and the patient thought it would fail. The patient noted having ¿horrible withdrawal¿, skin smells, she could not eat or walk, was weak, and lost weight. The device was reportedly ¿beeping 3 times¿. It was unknown if any troubleshooting had been performed, and it was unknown if the patient was to contact a hcp. The date of symptom onset was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.